Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('thermachoice ablation') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. In 2015, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d and c). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. The reporter commented: I had a d and c with thermachoice ablation in spring of 2015 with essure still in place, it actually helped with the problems I was experiencing from the essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('thermachoice ablation') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. In 2015, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d and c). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometrial ablation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.